Event description:
It was reported that a user of the ilet experienced prolonged hyperglycemia with a highest blood glucose of approximately 400 mg/dl. The user was out of range for about 20 hours, while the device frequently paused insulin delivery due to user-initiated suspensions and subsequently required additional training and a factory reset recommendation. Symptoms included no reported clinical symptoms. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed that the high glucose event was associated with extended user-initiated insulin pauses and that changing supplies was used as a corrective action, while the underlying cause was unclear. It was concluded that the event involved high glucose without injury, that the device alerted for high glucose, and that user behavior likely contributed, though a definitive root cause was not established. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.